Event description:
An aneurx abdominal stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 49 months ago. Aneurysm and vessel morphology at the time of implant were not reported. At the time of implant, the aortic neck was angled approximately 50 degrees. It was reported that the aneurx stent graft has migrated approximately 1 cm with a proximal type I endoleak present. At the time of migration, the aortic neck had dilated, elongated, and became more angulated at approximately 60 to 70 degrees. The cause of the migration was the increased elongation, dilatation, and angulation of the aortic neck. The endoleak is still present, and physician has elected to intervene for the migration and endoleak at a later date.

Manufacturer narrative:
Intervention planned - evaluation: results: endoleak, graft migration. Increased elongation, dilatation, and angulation of the aortic neck. Conclusion: increased elongation, dilatation, and angulation of the aortic neck.